Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon revised the patient's knee because of the evident poly wear displayed in the x-ray when the patient came in for a routine follow-up after having the knee replaced 20 years ago, the exact date is unknown. The patient's older poly insert was explanted and replaced with a new sz 4x10mm pfc poly. The explanted poly was severely damaged and no lot number was retrieved. The femoral, tibial and patellar components were left in situ. The polyethylene was worn out in the posterior aspect where the femur was articulating. Worn right through to the bottom side of the polyethylene. The patient was experiencing stability issues and the knee joint did not sound right when the joint was in gait. Doi: 20 years ago; dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Although x-rays were reviewed and could confirm the reported poly wear. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.